Manufacturer narrative:
Evaluation - a metallurgical analysis was performed and it was determined that the driver was inserted into the cap-screw at a skewed angle, causing an off-axis load to be applied and overloading the driver tip. Review of manufacturing history records found 40 pieces of lot 13020ps were released for distribution on 2/27/2017 with no deviations or anomalies. Two-year compliant history review found this to be the first report of this nature for the reported lot. The need for corrective action was not identified. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2018-00025 / 00026).

Event description:
During a procedure performed on (B)(6) 2018 precision spine hardware was being removed as part of an incision and drainage case. The tip of the first lock screw torque driver shaft sheared off when attempting to remove the last lock cap (5th cap on that side). The tip of the driver was stuck in the lock cap of the screw. The doctor had to cut the rod above and below the screw and essentially "helicopter" the screw out. The second shaft broke when final locking the screws at the end of the case. The tip of the shaft was not imbedded into the lock cap and was easily removed, and the case was finished with a back up set of instruments readily available. The wrong handle may have been used to torque the lock caps, that may be a cause of the drivers breaking. The patient was not harmed as a fault of the driver shafts breaking.